Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging a onetouch verioiq meter was displaying an error unknown message and the system kit was missing the sample test strips. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred during the beginning of march (unknown year). The patient reported using self adjusting insulin to manage her diabetes. It is unclear if the patient made any changes to her usual diabetes management routine on the day of the alleged issue. The patient reported on an unknown date and time she developed symptoms of ¿sugar in urine.¿ the patient reported on (B)(6) (unknown year) she increased her dose of medication by 6 units of lantus while at a doctor¿s office visit. The patient reported no other device was used to check her blood glucose. At the time of troubleshooting, the cca was unable to resolve the alleged issue because the patient did not have test strips available at the time of the call. The cca confirmed there were no missing test strips from the system kit. Replacement products were sent to the patient. This complaint is being reported because the reporter claims due to the alleged issue the patient reportedly developed symptoms suggestive of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.